Event description:
New information received notes that the first right atrial (ra) leadless pacemaker (lp) exhibited low current of injury and failure to capture, prior to its helix being stretched.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited stretched helix. The ralp was not implanted, and an alternate near at hand was used to proceed with the procedure. However, the replacement ralp dislodged multiple times prior to entering tether mode, and ultimately the ralp was unable to enter tether mode, unable to be released and unable to be re-docked. The replacement ralp was also not implanted, and no further replacement device was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed, but the reported events of use of device problem and failure to capture were not confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. Longevity assessment, device operation, and further analysis, including output verification, were normal with no anomalies found.